Manufacturer narrative:
MDR 3003442380-2024-02100 device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced an issue with six infusion set was fell during use. The infusion set was in use for two days. The patient replaced infusion set and resumed insulin successfully. No further information available.